Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced hypoglycemia event that led to ambulance services needed. The incident happened on (B)(6) 2024 around 4 pm. The blood glucose (bg) at the time of incident was 20 mg/dl and the sensor glucose (sg) reading was 120 mg/dl. The patient complained of not being alerted by the cgm system. The low glucose alert threshold was set at 65 mg/dl. The patient was treated with glucose. The patient felt fine after that.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value on (B)(6) 2024 at 4:01 am was 115 mg/dl and no blood glucose (bg) value was entered into the system. The system did not trigger any low glucose alert as sg value was above the low glucose alert level , which was set at 65 mg/dl. The ambulance services was called who treated the customer with glucose.a further review of the dms data revealed instability in the glucose and reference channels since insertion, possibly leading to observed sensor inaccuracies. The customer was advised to allow the system a few more days to stabilize. The customer also reported infection at insertion site (reported under complaintrec-51163) on (B)(6) 2024. The infection would have also likely contributed to the observed inaccuracies. No further investigation was possible for this complaint as the sensor was removed because of infection at the insertion site (reported under (B)(4)). B4.date of this report 06 december 2024. G3.date received by the manufacturer? 06 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.